Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested and obtained. Attempts to obtain the product have been made. What is the lot number? No further information is available.- ju0170 please clarify the number of products involved in the event and how many to be returned? Quantity of product involved is 1. Qty to be returned is 2. (One of them is a reference product.) Device return status: the device has been received at (B)(6) and will be shipped. Please check rmao. The following product was returned to us together with 2177 which had been originally registered in this pc. Product name: 15 fr drain. Product code: unknown. Lot number: unknown. Returned qty: 1. The customer regarded the drain and reservoir as one drainage system. Thus, it regarded this issue as an issue with the system. Therefore, it returned the both of the drain and reservoir. Therefore, we would like you to investigate both of them. The product code of the returned drain is 2229 or 2233. However, we could not identify which one is correct. Note: events reported on (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent what was the alleged issue with the drain, please describe? Was another reservoir attempted? If yes, did that reservoir function appropriately? Was another drain placed during surgery? If yes, did the new drain function as intended? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown urological surgery on (B)(6) 2021 and a drain was used. During surgery negative pressure could not be applied, and suction could not be done. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/27/2021. Additional information was requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. What was the alleged issue with the drain, please describe? Negative pressure could not be applied, and suction could not be done. The hospital could not identify which caused the issue, the reservoir or drain. Was another reservoir attempted? No further information is available. If yes, did that reservoir function appropriately? Was another drain placed during surgery? No further information is available. If yes, did the new drain function as intended? No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/29/2021. H3: evaluation: complaint sample was received for evaluation. A piece of used drain sample was found inside the pouch. Visual inspection done but no hole/cut was found in drain. Trocar was not supplied with the sample. The lot number is not specified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.